Event description:
It was reported that, surgeon said there were scratches on the humeral head. He still wanted to use the head and implanted it. The sterile box and outer wrapper were not compromised.

Manufacturer narrative:
An eval of the device cannot be performed as the device was implanted in the pt and was not returned to the MFR. Should additional info become available, the eval summary will be submitted in a supplemental report.